Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with episodes of post-paced t-wave oversensing on the ventricular lead. Oversensing was noted on a stored egm. Programming changes were made. Dft and further actions will be discussed with the physician.